Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. (B)(4). Investigation summary: the customer provided two photos for evaluation. One photo shows the packaging blister top web, and the other photo shows a syringe with the scale printed up to the 45 ml marking, this is a 50ml. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: we will continue monitoring and trending this product and this symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause can be attributed to the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels didn¿t get right scale printing. Based on the sample analysis and investigation carried out, the symptom reported by the customer is confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use the scale markings were discovered to be missing with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that scale markings are missing on the syringe.